Event description:
It was reported that the patient reused one of the purewick female external catheter which caused urinary tract infection. Hence, the patient needed two catheter's per day. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The reported event was confirmed as user related. A potential root cause for this failure could be user error - incorrect use of device. It was unknown whether the device had met specifications. The product was used for urological care. A DHR review is not required as the lot number is unknown. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient reused one of the purewick female external catheter which caused urinary tract infection. Hence, the patient needed two catheter's per day. It was unknown what medical intervention was provided for urinary tract infections.